Event description:
It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) grade 3+ with restricted posterior leaflet. An xtw clip was implanted, reducing mr to grade <1. Mitral pressure gradient increased from 1mmhg to 2mmhg. The pulmonary vein (pv) flow improved, oxygen saturation (spo2) was 96%, and blood pressure was about 95-97mmhg. The physician commented that the decrease in spo2 might be due to the patient's condition, as the afterload was low at the time of surgery under general anesthesia. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported perforation, associated with a bi-directional shunt, could not be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.